Event description:
Customer was unresponsive but tested hi on the device. Customer was given glucose tablets and the paramedics were called. Within 5 minutes of the hi result, paramedics received a result of 35 mg/dl on their device. Customer was given a glucose IV and tested 60 mg/dl after the IV was started. Customer was transported to the hospital where she tested 85 mg/dl. Quality controls were used and reportedly fell outside acceptable limits. Requested return of suspect device and replacement was sent.